Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated that she was trying to prime and the device had a motor error alarm. Troubleshooting was performed and the insulin pump passed the tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge.